Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 1007 (machine and proximal pressure sensors failed). There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 13may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found someone serviced the unit leaving loose parts, screws and disconnected cables in the unit. The fse replaced the user interface assembly and the issue was resolved. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.